Event description:
It was reported per call report that pt catheter was done at another hospital & transferred to this facility, 40cc iab in place. Rn stated pump was not augmenting; they placed it into 1:4. Rn stated to clinical support specialist (css) pressures were "assisted 98/77/53/75, unassisted 73/54/57." Strip numbers were "assisted 114/90/62/90, unassisted 122/65/89." Css explained augmentation may not be higher than systole, but that it was helping. "Iab was correct size, placed under fluoroscopy and was in right place." Unk if pt was "hypovolemic" or had poor lv. Css explained one of these was probably the reason for poor augmentation. Rn stated pt would need to be in 1:1 and would discuss with md. Css phoned back at 1734 est and spoke with a male who stated "balloon pump is not augmenting." Css and rn looked at map assisted 72, unassisted 64-I and stated they could assume they were improving perfusion, then discussed systole and end diastolic pressures (assist 95/50, unassisted 97/49). Css stated "we are not getting as much after load reduction as she'd like to see." Css asked "what trigger-in pattern was she utilizing, autopilot?" Rn stated yes, pt was in autopilot and values were same in autopilot or operator. Rn stated timing "was good." Rn asked "so pump is working ok?" Css stated, "yes, the reason for low augmentation was most likely due to pt." No strips received as of 1925 est. The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Manufacturer narrative:
(B)(4). Evaluation: the iab, super arrow-flex sheath and 6" arterial pressure (ap) line with stopcock were returned. The driveline tubing was not returned. There was blood on exterior surface of bladder. Iab was examined and there was no evidence of bends or kinks. An in-house .025" swg was passed through central lumen with ease. A vacuum was pulled on iab with an in-house one-way valve and it held. Iab was submerged and pressurized in water. No leaks were detected in iab or bladder. Bladder thickness was measured and was within specification. Iab was pump tested for 5 minutes; bladder inflated and deflated completely, no alarms were generated. Balloon pressure waveform (bpw) was normal. The pumping volume is controlled by the value of the color coded connector at the end of the driveline tubing. The driveline tubing was not returned so the iab volume connector could not be evaluated for any relevance to the reported complaint. Report event could not be confirmed. There was no problem found with iab.